Event description:
According to the reporter: during the case anterior resection (open surgery), the surgeons asked to open ta 30- 4.8mm stapler to close the lower rectum. The device was fully fired but after cutting the lower end of the specimen bleeding was noticed. Manual suturing was done to resolve the issue.